Event description:
A (B)(6) year old male patient called zoll customer support to report that he was receiving frequent adjust belt alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt was unable to securely connect to a monitor. The electrode belt's trunk cable connector locking nut was missing. The root cause for the missing locking nut could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged connector. The patient received a replacement electrode belt.